Event description:
It was reported via repair work order that the headend lift was stuck in the mid position due to a stripped lift coupler and malfunction cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.